Event description:
Procedure: colectomy. Reportedly, during the procedure the tip of instrument broke off. The staff was able to retrieve the piece from the operating site. There was no injury reported.

Manufacturer narrative:
Note: during routine review this report was reevaluated. At that time the decision was made to file a report based on the information received.